Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. How long post-operative was the bleeding identified? What was the pre and postoperative anti-coagulant protocol? What was the approximate blood loss? How was the bleeding identified? How was the bleeding addressed? Where on the staple line was the bleeding? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgery went well, without bleeding and with the staple line intact, but the patient had major bleeding in the post-surgery period. Dr. Said he believes it was a later problem with the staple line. A blood transfusion was required.